Event description:
It was reported that during central processing, the black insulated wire of the fenestrated bipolar forceps instrument was damaged. The simple prostatectomy procedure that was previously performed was completed with no patient harm, adverse outcome, or injury. Intuitive surgical (is) has requested additional information regarding this event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed and found that the fenestrated bipolar forceps instrument was used for 3 hours and 2 minutes on system (B)(4) on (B)(6) 2021. The instrument had 6 uses remaining out of a maximum of 14 uses. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during central processing, with no evidence or claim of user mishandling or misuse. The damaged/ broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of damaged conductor wire insulation to be related to the customer complaint. The instrument was found to have damage to the conductor wire¿s insulation. The insulation exhibited thermal damage, however, no thermal damage was found on the yaw pulley. The insulation was lifted, however, no pieces were missing. The conductor wire was not exposed. An electrical continuity test was performed and the instrument passed. The housing was removed from the back end, and no damage was found. The root cause of the damaged conductor wire insulation is attributed to mishandling/misuse, most commonly caused by collision with another energized instrument.

Event description:
Refer to h10/h11 for follow-up information.